Event description:
It was reported that this pacemaker exhibited undersensing on the right ventricular (rv) lead channel. It was noted that the patient was admitted to the hospital. The patient was in atrial fibrillation (af) for several days. The patient eventually went into ventricular tachycardia (vt) for several minutes; however, nothing was stored in the device. The patient was cardioverted. Technical services (ts) reviewed the reports once the patient was discharged and noted that there was undersensing. The device was reprogrammed. The device remains in use. No additional adverse patient effects were reported.